Event description:
Medtronic ats received info that this clinical study pt did well after aortic valve replacement until being diagnosed with a sinus infection and pneumonia. The patient underwent three months of antibiotic treatment. During a f/u appointment, 4 months after implant, a new murmur was identified as aortic regurgitation. A transesophageal echocardiogram (tee), performed 5 months post implant, showed paravalvular leak secondary to a partial dehiscence of a running suture along the right coronary cusp. Surgery was performed to repair the dehisced suture line and the valve remains implanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4) method - device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.